Event description:
The customer reported to olympus, the entire image on the scope was green. There were no reports of patient harm.

Manufacturer narrative:
Follow up communication with the customer provided: no information other than providing the event date. No further information was provided regarding the event reported. The subject device was returned to an olympus repair center for evaluation and it was found that the r-unit ( charged coupled device ) was defective and causing the colored image. The device evaluation also found a broken light guide bundle and loosening of the serial number ring. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to event is likely due to a defective ccd chip assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.